Event description:
The physician used a cook endoscopy huibregtse needle knife papillotome to perform a sphincterotomy for an ercp procedure. The needle detached and an attempt to retrieve it was made, but was unsuccessful. At the physician's discretion, the needle was left to pass naturally through the gi tract. An injury to the patient was not reported.